Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to release from the catheter to deploy. The clip eventually fell off during the attempted deployment process, and the procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.

Manufacturer narrative:
Block a2: the patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1: initial reporter facility name: the second affiliated hospital of the chinese people's liberation army medical university. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to release from the catheter to deploy. The clip eventually fell off during the attempted deployment process, and the procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.

Manufacturer narrative:
Block a2: the patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1: initial reporter facility name: the second affiliated hospital of the chinese people's liberation army army medical university block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly attached and with evidence of full deployment. The clip assembly was returned in a separate bag. Additionally, the device was returned without the over-sheath. Microscopic examination was performed, and it was found that the clip had both activations performed. No other problems with the device were noted. The reported event of clip unable to release from catheter was not confirmed. Investigation found that the device was returned without the clip assembly attached, the clip assembly was returned in a separate bag. Additionally, the device was returned with evidence of full deployment, indicating that the clip was properly deployed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.